Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that pipeline flex become twisted upon delivery. The device was repositioned and recaptured over 6 times to take out the twist. The physician decided to remove the pipeline flex with the microcatheter. Upon removal of the device from the microcatheter, the pipeline slipped off delivery wire and was delivered in marksman. The marksman was removed from the patient and was cut to remove the pipeline to confirm that it was removed from the patient. The patient was subsequently treated with a pipeline embolization device. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside the catheter. No defects were found with the tip coil, distal marker, ptfe shrink tubing (jacket), and re-sheathing marker or with the proximal bumper. Both ends of the pipeline were found fully opened with damaged braid. The catheter was found to be separated into 2 segments. Per the initial report, the catheter was cut to remove the pipeline. No defects were found with the catheter. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was fully opened with damaged braid. It is likely that the damage to the braid on both the distal and proximal ends is the result of the physician resheathing the device more than the recommended two times. The cause of the twist in the pipeline (device not opening) could be a combination of damaged braid, device design, patient anatomy, and physician technique. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.